Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was an impedance issue on the svc (superior vena cava) defibrillation conductor. On the week of (B)(6) 2014 the svc port measured 254 ohms where it previously noted ¿none¿. The svc port is plugged.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) is registering high impedance on the superior vena cava (svc) coil without an implanted scv coil present. The scv port is plugged. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the ICD was reprogrammed with the svc turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.